Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The white substance observed on the distal end of the instrument is known as krytox and was used during the manufacturing process. The amount of krytox observed during visual inspection was not considered to be excessive.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, immediately after the first use, a white creamy substance began to leak out through the front of the joint of a vessel sealer extend instrument. The more often the branches were opened and closed, the more of this substance came out. We opened a new instrument shortly afterwards. Everything was ok then. It was reported a fragment fell into the patient and was retrieved in the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.